Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump received motor error alarm. Blood glucose was unknown. Troubleshooting was performed. Customer reported that drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.